Manufacturer narrative:
H6: investigation summary: customer reported an issue on a bd bactec fx top packaged (p/n 441385, s/n (B)(6)). Customer indicated false negatives. No erroneous results were reported to doctors, and patients were not impacted. The bd field service engineer was dispatched and reviewed the log files and confirmed that this is only the false negative case and the scenario cannot be reproduced. If any additional false negatives are observed in the future, this case will be re-opened and re-investigated. That there is only on false negative. This is an unconfirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged bottle was erroneously flagged as negative. Confirmatory subculture was performed. There was no report of patient impact. The following information was provided by the initial reporter: customer randomly checked the vials and they found one vial marked as negative by instrument. Users reported some growing for that particular vial. By chance, this bottle was subcultured as part of our quality control and growth of s. Hominis was evident (also in the repetition; gram preparation directly from the bottle positive).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged bottle was erroneously flagged as negative. Confirmatory subculture was performed. There was no report of patient impact. The following information was provided by the initial reporter: customer randomly checked the vials and they found one vial marked as negative by instrument. Users reported some growing for that particular vial. By chance, this bottle was subcultured as part of our quality control and growth of s. Hominis was evident (also in the repetition; gram preparation directly from the bottle positive).